Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion (pbd) which was due to high hydrogen induced leaky capacitors. Testing found that the device is drawing high current.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. No adverse patient effects were reported. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.